Event description:
It was reported while using an unspecified bd conventional pen needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "when the needle is removed from the surepal, all the medicine comes out but it does not enter the skin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using an unspecified bd conventional pen needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "when the needle is removed from the surepal, all the medicine comes out but it does not enter the skin."